Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump received multiple unexpected restart alarms. The customer's blood glucose level was 155 mg/dl. The customer stated that he received external ram crc error and unexpected restart error after changing the batteries of the insulin pump. The customer was assisted in troubleshooting and it was reported that he was able to clear the errors as well as able to complete the rewind of the insulin pump. Afterwards,the customer reported that he changed the battery twice and received unexpected restart error. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed self-test, a21 error test and displacement test. No unexpected a17 alarm, a21 alarm or reset time/date anomaly after change battery noted during testing.